Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure and clear passage under water testing were performed and the tubing was observed blocked inside the drip chamber. The reported condition was verified. The cause of the condition was due to excess solvent on the drip chamber. The medical dispenser was replaced. There are manufacturing process controls in place to detect and prevent blockages from occurring. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified solution would not flow through the line of a clearlink system non-dehp continu-flo solution set. It was further reported that the chamber was occluded. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.